Event description:
Additional information indicated that, during a device change out procedure, the rate/sense channel of this rv lead was surgically abandoned due to a fracture and a new rate/sense lead was successfully implanted.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received an inappropriate shock due to myopotential noise and oversensing. It was noted that the patient has not underlying rhythm; therefore, there was twelve seconds of asystole. The noise was sensed as ventricular fibrillation (vf), the device diverted and redetected and shocked the patient. The noise could not be reproduced with isometrics and pocket manipulations. The impedance and threshold measurements were within normal limits. A technical services (ts) consultant was contacted regarding this issue and discussed programming options to mitigate the issue. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated the sensitivity was reprogrammed and the patient was referred to an electrophysiologist for possible non-invasive programmed stimulation (nips).